Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime/a33 test at 3.0 lbs due to faulty force sensor resistor. Unable to verify motor error due to prime anomaly. The motor was tested outside the device and passed. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated reported that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. Displacement test was ok. Customer deliver a 5 unit via fill cannula and again motor error alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.